Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the system produced multiple recoverable faults. Prior to the first fault, the bedside assistant was using a laparoscopic instrument and retracting target tissue. Once the error message occurred, the first assistant released the retraction of the tissue and removed the endoscope from the system. Once troubleshooting was completed and the system was restarted, the endoscope was reinserted. For an unspecified reason, the first assistant was unable to visualize the targeted tissue and was unable to retract it again. The surgeon then utilized a vessel sealer extend (vse) instrument to seal and cut bowel tissue, which was reportedly the wrong target tissue. The surgeon started to repair the bowel tissue with a suture when another recoverable fault occurred. At this time, the surgeon undocked the system and converted the case to a traditional laparoscopic hand-assisted approach. The procedure was completed, and the patient is recovering well. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.